Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead was found to have noise episodes. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout procedure.